Event description:
According to the scrub tech, the surgeon attempted to deploy the viscoelastic but it was unsuccessful and the viscoelastic sporadically came out of the luerlock instead of the hypo. There was no injury to the patient and the surgery was completed with no complications.

Manufacturer narrative:
Additional information was requested, but not received. The device was not returned for evaluation. As a lot number for the device was not provided, the associated device history record was not reviewed. The trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information the root cause could not be conclusively determined.